Manufacturer narrative:
(B) (4).

Event description:
Procedure: colon resection. According to the reporter: the staples fired but the jaws would not open with two devices. They applied another device resected the instrument. This was on the mesentery tissue. Delay in operating room was approximately 45 minutes.